Event description:
On (B)(6) 2007, the pt had bilateral mammary prostheses implanted during a breast reconstruction procedure following breast cancer. On (B)(6) 2008, the pt was diagnosed with (B)(6). The implants were removed.

Manufacturer narrative:
(B)(4).